Event description:
The surgeon used a calaxo screw in the patient's knee during an acl operation, which went well. After a few weeks the patient's knee started to swell and the patient needed two more operations. Eventually, the screw was removed from the patient.

Manufacturer narrative:
Product recall initiated 2007.